Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The article was written by j.s. Weston-simons, h. Pandit, b. J. L. Kendrick, c. Jenkins, k. Barker, c. A. F. Dodd, and d. W. Murray. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Information was received based on review of a journal article titled, "the mid-term outcomes of the oxford domed lateral unicompartmental knee replacement" which reported that a patient underwent partial knee arthroplasty on an unknown side on an unknown date. Subsequently, patient underwent revision on an unknown date due to delayed infection requiring revision within twelve months of the initial procedure. No further information has been provided.